Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 29-mar-2016, an fse visited the customer facilities, performed clot detection adjustment, and verified that the instrument was operating properly. The customer ran a calibration and quality controls with no errors. The instrument was working as intended. No further actions were required by field service. The most probable cause of the reported event was the clot detection adjustment.

Event description:
On (B)(6) 2016, a customer stated that stated "instrument clotting on all specimens and quality controls (qc)" with their aia-2000 analyzer. The customer was unable to run beta-hcg patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of beta-hcg patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.